Manufacturer narrative:
Failure analysis states that the insulin pump was unable to prime during prime/a33 alarm test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime anomaly. Moisture damage noted on lcd board. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case near display window corners and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had moisture damage, damage. The customer stated the numbers on their keypad were not ramping. The customer's blood glucose reading was 250 mg/dl. Friend stated the insulin pump was exposed to urine. She stated the buttons are unresponsive and there are some cracks on the casing. The friend stated she was unable to program a bolus due to unresponsive buttons. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.